Manufacturer narrative:
The customer cancelled the service call. The reported problem was resolved by the customer. No add'l service info was provided.

Event description:
The customer reported that during a procedure the system made some exposures but locked up. No pt injury was reported.